Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastroplasty procedure. The stapling device was being used during the fifth stapling. The stapler locked and was not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. In order to resolve the issue and complete the case, changed the stapler. There was no patient harm. The patient outcome is alive, no injury.